Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused breast cancer, headache, cough. The patient did receive medical intervention and reported to have seen a ent physician. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused breast cancer, headache, cough. The patient did receive medical intervention and reported to have seen a ent physician. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.